Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during a dwell step of peritoneal dialysis therapy. During troubleshooting, it was reported that a leak on the floor was detected that led to this alarm. Renal therapy service (rts) guided the home patient (hp) to end the therapy session and advised to contact their peritoneal dialysis registered nurse. Rts reviewed proper procedures per the user manual reviewed with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.